Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08085 & 08086).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, clicking, metallosis, impairment, and loss of range of motion. Review of invoice history indicates that the head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for the revision on (B)(6) 2014 was adverse local tissue reaction due to metal-on-metal hip. Operative report further noted cloudy fluid with particulate debris and leg length discrepancy. The modular head and taper adapter were removed and replaced and an active articulation acetabular liner was implanted. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2014 due to synovitis. Operative report further noted nonpurulent clear straw-colored fluid, synovial lining, and that the acetabular cup fractured during removal, however the fractured piece was removed from the patient. The acetabular liner, modular head and acetabular cup were removed and a biomet head and taper adapter and competitor cup and liner were implanted.